Event description:
It was reported that the patient experienced a slow and continuous worsening of spasticity. There were suspected micro-holes in the catheter which may have prevented the patient from receiving the necessary drug dose. Fluoroscopy with dye was performed and no anomalies were found. The pump and catheter were replaced. No injury was noted. The patient's outcome was stated that "she is ok". The medication being delivered via the device system was not reported.